Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. After the device was deployed, the foot would not park completely. A small cut down was made in the cath lab, and the device was removed easily. Manual compression was then used to achieve hemostasis. The patient recovered without further incident.